Manufacturer narrative:
E1: establishment: (B)(6) hospital. The customer reports their reprocessing steps as follows: the device is immersed in a 2% dilution of hypochlorous acid for 1 hour. After that, the cleaning and disinfection process is carried out as usual at oer-6. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the scope was used on a patient suspected of prion infection. It was additionally reported that the prion infection has not been confirmed as creutzfeldt- jacob's disease (cjd) at this time. It was noted that the presence of cjd will be confirmed in the future, but the timeline of confirmation had not yet been determined. It was unknown if the scope or reprocessor had been cultured. Additional information regarding the timeline and scope usage on other patients was requested, but not yet received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the adverse event occurred due to the user¿s lack of understanding of the following: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in the instructions for use (IFU) for the subject device. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. However, the root cause of the adverse event could not be determined. The event can be detected/prevented by following the IFU in section: ¿instructions for pcf-h290tl/ reprocessing manual chapter 1: general policy section 1.4: precautions - describes warnings about using the subject device on patients with cjd.¿ this supplemental report includes a correction to b5 and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the presence and type, or absence of creutzfeldt- jacob's disease (cjd) will be confirmed in the future; however, confirmation has not yet been determined at this time.